Manufacturer narrative:
Date sent to FDA: 2/5/2018 (B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a hernia repair surgery on (B)(6) 2009 and mesh was implanted. It was reported that the patient presented to the ER on (B)(6) 2016, was found to have dense adhesions of the mesh to the small and large bowel, and had adhesiolysis. Portions of the mesh were removed. On (B)(6) 2017 the patient had complete removal of the mesh by dr (B)(6). It was reported that the patient continues to experience pain, nausea, diarrhea, chills, inflammation, loss of appetite and weight loss. No additional information was provided.